Event description:
It was reported that a patient sustained a superficial burn to the legs following treatment with the lumenis lightsheer et laser. It was further reported that the patient had healed with no permanent impairment. No medical intervention was reported to preclude permanent impairment.

Manufacturer narrative:
No examination of the subject device was requested by the user facility. A review of the service records for the subject device concluded that lumenis has not been contracted to service the subject device since installation on (B)(6) 2010. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling. A review of device labeling concluded that the operator manual advises frequent cleaning of the treatment tip during use. Device not returned to manufacturer.